Event description:
It was reported that the user experienced recurrent nocturnal low glucose events, with readings reportedly as low as 40 mg/dl after transitioning to pump therapy and discontinuing meal announcements due to mobility limitations and previous post-announcement crashes; the user treats lows with 2% milk and occasionally a glucose tablet, has not used fingersticks during lows, and received additional troubleshooting and education. Symptoms included hypoglycemia. Outcomes included the need for oral fast-acting carbohydrate treatment. Investigation included case assessment and user education. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.